Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient presented to the clinic with high rv coil and high superior vena cava (svc) coil impedances. Rv coil and svc coil impedances rose in the past and alerts were turned off. The caller indicated there were no issues with the pace/sense portion of the rv lead. Technical services discussed that there is an issue with the rv coil, and possibly the svc coil. The available information suggests that the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by a clinician that the high voltage (hv) coil of this right ventricular (rv) lead was fractured. The caller stated the lead would be extracted. No patient complications have been reported as a result of this event.